Manufacturer narrative:
(B)(4). Batch # p56c3m. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Did the patient receive any pre-operative chemotherapy or radiation? What the device difficult to close? Was the device difficult to fire? Were there any staples seen in surgical field (on each side of cut line)? If so, please describe their shape. Were there any unusual noises noted? Are there any photos or video available? What is the current patient status? The analysis found that one ec60a device was returned with no apparent damage and with two ecr60d cartridges reloads present. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Cartridge b and c: ecr60d, n57a11, fully fired.

Event description:
It was reported that there were no staples after firing. During the laparoscopic radical resection of rectal cancer, after fired, found only with cut line but without staples. Suture was used to sew the wound, created a temporary colostomy. The surgery delayed about 2 hours. The patient is stable and in hospital now.

Manufacturer narrative:
(B)(4). Additional information requested and received: did the patient receive any pre-operative chemotherapy or radiation? Unknown. What the device difficult to close? No. Was the device difficult to fire? No. Were there any staples seen in surgical field (on each side of cut line)? If so, please describe their shape. No. Were there any unusual noises noted? No. Are there any photos or video available? No. What is the current patient status? Stable and left from the hospital.

Manufacturer narrative:
(B)(4). Batch number # p56c3m. Investigation summary: additional analysis performed. Two ecr60g cartridges were received. The cartridges had no staples present and some dried body fluids were on the surface indicating that the cartridges had been used in surgery. The cartridges were submitted with the labels ¿b¿ and ¿c¿. The cartridges were visually examined and images collected of the cartridges. Some evidence of dried body fluids was observed on the surface of the cartridge. The cartridges were then examined in the scanning electron microscope (sem) which can examine a material at a higher magnification and can identify the elements in the material. Titanium particles were detected in all 6 of the drivers of both cartridges that were examined. These titanium particles were consistent with the titanium alloy that is used in the staples in the ecr60d cartridge. This indicates that staples were loaded into the cartridge when it was manufactured. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.